Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the cartridge reload remain intact? Yes. If any part of the cartridge did separate from the cartridge, were all pieces retrieved? Yes.

Event description:
It was reported that after triggering the device there was plastic on the top of the magazine. The staple line was complete. No harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/13/2020. D4: batch # t5a055. Device evaluation summary: the analysis results showed that one gst45g cartridge reload was received fully fired. Upon further inspection the reload was found to have damaged on the knife channel as it appears that a staple was drag along the channel causing staple plow on the upper walls. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5a055. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.